Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with the manufacturer representative. The patient appointments was scheduled on (B)(6) 2014.

Event description:
It was reported that a patient¿s new device system had been shocking her. When the patient went to sleep it felt like the whole system turned on and up and she had it set to the lowest level. The lead was placed on the other side and the patient had a lot of nerve pain. The patient had the device checked by her healthcare professional (hcp) on (B)(6) 2014, who said that some of the contact points were not coming up on the machine right and the leads were misfiring. The patient didn¿t believe any imaging had been performed. The patient¿s hcp wanted a manufacturer representative to check the device and program some new programs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report #3004209178-2014-19579 for information regarding the patient¿s previous device.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0lw7m, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).